Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The permanent cautery hook instrument was analyzed and found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found mechanical indentations on the distal clevis and idler pulleys, as well as a frayed grip cable. Additional observations not reported by site: the instrument was found to have mechanical indentations on the distal clevis. The instrument was found to have a frayed grip cable at the idler pulleys. Some wires were broken, but the cable itself was not fully broken. There was no discoloration, corrosion, or contamination observed on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found mechanical indentations on the distal clevis and idler pulleys, as well as a broken pitch cable. The instrument was found to have broken distal idler pulleys. Missing pieces, approximately 0.44mm x 0.22mm and 0.39mm x 0.15mm in sizes, were observed and not returned with the instrument. Due to the idler pulley breakage, detached fragments were observed and not returned with the instrument. The complaint regarding the broken tie rods was confirmed by failure analysis.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the permanent cautery hook be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the permanent cautery hook tie rods were broken. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the device issue occurred on 6/28/2024 during the sacrocolpopexy procedure. The instrument was inspected prior to use and no damage or anything out of the ordinary was discovered. The surgical task being performed at the time of the incident was coagulation. There were no issues related to the opening and closing of the grips, related to the left/right motion of the grips, or the up/down motion of the wrist. There were no visibly protruding cables observed at the distal end of the instrument. There were no photographic images of the device available for review.